Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 235cc mentor memoryshape breast implants experienced pain (unspecified location) postoperatively. The patient indicated that unspecified testing was performed and alleges ¿high mold numbers¿ and states that her ¿blood count is off¿. However, at the time of this report, no test results or laboratory data has been provided. Furthermore, the devices have not been explanted and thus not returned to mentor for analysis. We are unable to confirm the presence of any microbial contamination at this time. This case is being reported out of an abundance of caution. This medwatch form is for the right breast prosthesis.